Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Valve occlusion. The patient is female and (B)(6), had v-p surgery on (B)(6) 2015. The patient had vomiting and crying symptom. On (B)(6) 2015 ,the patient returned hospital for check. It was reported subcutaneous effusion and ventricular dilatation. The pressure was adjusted to 70mm h2o but it didn't change better. It was suspected the valve occlusion contributed to this issue. The surgeon did revision surgery on (B)(6) 2015 and changed the new valve to complete. Now the patient has discharged. On 3/8/16 per affiliate, two new items are being added to the complaint: (B)(4).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore, a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. With programmers 82-3126, sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832, with lot crfbf5, conformed to the specifications when released to stock on the 14th may 2014. Review of the history device records confirmed the catheters product code 82-3072, with lot cthbr4, conformed to the specifications when released to stock on the 22nd june 2015. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No defects were found with the catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Valve occlusion. The patient is female and (B)(6) old, had v-p surgery on (B)(6) 2015. The patient had vomiting and crying symptom. On (B)(6) 2015, the patient returned hospital for check. It was reported subcutaneous effusion and ventricular dilatation. The pressure was adjusted to 70mm h2o but it didn't change better. It was suspected the valve occlusion contributed to this issue. The surgeon removed the valve and did external ventricular drainage on (B)(6) 2015. The surgeon implanted new valve 823832 (lot crlbfz) and catheter 823072 (lot cthctc) on 23-dec-2015. The initial pressure was 100mm h2o. On (B)(6) 2016, it was noted the insufficient drainage. The patient did lumbar puncture but the issue still existed. On (B)(6) 2016 the surgeon removed the valve and did external drainage. On (B)(6) 2016 the surgeon did external drainage with bigger catheter. Now the patient is under monitoring.